Event description:
It was reported that customer used pump that required replacement and needed guidance for backup insulin therapy, pump software, and return process. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup, was advised that replacement pump would have updated software, and received instructions to place problematic pump into storage mode and return it within 10 days using provided shipping materials; customer also understood they would need to enter pump settings and connect continuous glucose monitor to replacement pump, and replacement pump was sent by technical support.